Manufacturer narrative:
The insulin pump functioned properly during the prime test, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump stopped working and is returning a no delivery alarm during bolus. Blood glucose level was 342 mg/dl at the time of the call. Customer was unable to get insulin to exit the tubing during troubleshooting. No further information was provided.